Event description:
In 2008, a company representative reported the nurse in the patient's doctor office stated, the pt was having some issues with blood glucose management. The pt had been seen in the local hospital emergency room for elevated blood glucose readings and the emergency room staff had found his insulin infusion device in the stop mode. The nurse had requested more training for the pt. A request for additional training was submitted. On follow up with the pt, he stated the issue was resolved and refused further troubleshooting. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.